Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during the installation of the perform reversed baseplate the tip of the screwdriver for central screw broke. The installation was completed as usual even though the installer did not retrieve the piece of instrument. The tip of driver retained in center baseplate screw head.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows signs of extensive usage evident by black spots on handle & scratch marks on shaft surface of the device. The tip of the device is broken & was slightly twisted indicating towards an application of high mechanical & torsional load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by repetitive usage and exposure to extensive torsional load contributing to the event. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that during the installation of the perform reversed baseplate the tip of the screwdriver for central screw broke. The installation was completed as usual even though the installer did not retrieve the piece of instrument. The tip of driver retained in center baseplate screw head.